Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that they customer experienced low glucose value of 2.9 mmol/l at the time of the incident. The customer did not confirm of clarify if 2.9 mmol/l was a blood glucose or sensor glucose value. The customer stated the insulin pump did not suspend on low. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer had high blood glucose alerts and battery alerts in pump history. Displacement verification and self test passed. The insulin pump will not be returned for analysis.